Event description:
On (B)(6) 2012, it was reported that this vns patient was having trouble with her vns "coming out" from under her skin. This was not the first time this event occurred: one to two years ago, the patient had to have the implant redone because it was not implanted deep enough. (This was previously reported in MFR report # 1644487-2011-00804.) The patient was reported to be, again, having the same issue. The area appeared infected and was described as red and agitated. The patient was also experiencing pain radiating down her left side and arm. On (B)(6) 2012, it was confirmed that this vns patient underwent full revision surgery. There was also an allegation of device migration. A fax was received from the physician on (B)(6) 2012. The protrusion began two months prior. The patient is implanted with vns and has a local pain which is constant/all the time. The interventions planned included follow up with the implanting surgeon. No causal or contributory programming, medication changes, patient trauma, manipulation, physiological changed (i.e. Weight gain or loss) preceded the onset of the events. The generator was the device protruding. Additional follow up was performed on 07/24/2012 and revealed that no migration was reported. Attempts for product return have been unsuccessful.

Event description:
An implant card from the patient's (B)(6) 2012, surgery was received on (B)(6) 2012. The document indicated that the lead was replaced due to lead discontinuity. Additional follow up was performed, and it was confirmed that the lead was replaced prophylactically due to infection.

Event description:
Clinic notes dated (B)(6) 2012 were received on (B)(4) 2012. The notes indicated that the patient had a history of several different seizure types with complex partial seizures, occasional drop attacks, and rare generalized tonic-clonic events. The patient continued to have one to two seizures per month until the months of (B)(6). At this point, the patient had frequent attacks where she passed out and fell. The patient had not injured herself. In the month of (B)(6), the patient had five seizures. The patient's device was interrogated and changes to the settings were made. A letter from the patient's physician dated (B)(6) 2012, also stated that the patient's seizure frequency was one to two per week, the majority of which were complex partial seizures but also drop attacks. A fax was received on (B)(6) 2012, from the physician; however, no information was provided regarding the increase in seizures. Attempts for product return have been unsuccessful.

Event description:
On (B)(6) 2012, information was received indicating that there was some infection at the site. The physician moved the pocket and decided to replace the leads. Additional follow-up showed that the infection was located in the upper left chest, no cultures were taken, and the infection was not believed to not be associated with the vns system, but probably the job the previous surgeon had done. It was also stated that the lead was replaced prophylactically due to infection. Attempts for product return have been unsuccessful.

Manufacturer narrative:
Date of event, corrected data: previously submitted MDR stated the event date was (B)(6) 2012; however, additional information shows that the event date is (B)(6) 2012. This report is being submitted to correct this information.